Event description:
Spacelabs received a report that a patient monitor model 91387-28 went blank while in use on (B)(6) 2015. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs has launched an investigation of this event and will file a supplemental report when the investigation is complete. Placeholder.

Manufacturer narrative:
The customer chose not to return this product for repair after requesting service for product failure while in use. The product is eight years old and beyond end of life cycle. Due to lack of customer provided information, root cause cannot be determined. This report is considered final and the issue closed.